Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up # 1: date of submission 8/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/01/2016 with the following findings: during visual inspection of the pump, it was observed that there was moisture corrosion in the battery compartment. It was also observed that the battery compartment had two cracks. A leak test was performed and failed due to the battery compartment leak and the cracked pump case. The pump was opened and there was no further moisture damage found.